Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a watchman procedure. Reportedly, one prostyle suture was preplaced successfully. The second prostyle device was deployed and was stuck when attempting to remove the device from the patient. The guide was pulled out past the footplate where the suture was noted to be stuck in the o-ring. The suture was cut, and the device was removed. The suture of another prostyle was successfully pre-placed. The sheath was upsized to greater than 8f, and the watchman procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The suture noted to be stuck in the o-ring or remaining in the suture bearing likely contributed to the reported device entrapment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from ¿yes¿ to ¿no¿.